Manufacturer narrative:
Automated impella controller was returned to abiomed on 01/04/2024, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported via the hospital biomedical department there was a console error. Us complainant reported the automated impella controller (aic) did not recognize the purge disc. The aic was replaced.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Aic's inability to detect the purge disc was confirmed. The cause of the issue was a broken purge flag.